Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2009, due to diabetic ketoacidosis. He was treated with IV insulin and fluids. The reporter stated there is some physical damage to the device with visible breakage on the device housing and the device had been alarming. It was reported that the patient was transported to the hospital when he began vomiting at school. The patient was admitted with a blood sugar of 497 and diagnosed as in diabetic ketoacidosis. He was treated with IV insulin and fluids. The reporter stated there is some physical damage to the device with visible breakage on the device housing. The device will be returned for evaluation, but as of the date of this report had not been returned for evaluation.